Event description:
It was reported that pump malfunction occurred after pump got wet, and pump screen went dark and would not turn on despite being connected to a working power source. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support attempted troubleshooting steps including reconnecting pump to charger and waiting for startup, then arranged replacement pump shipment.